Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a past event via phone call of high blood glucose of almost 1200 mg/dl and was in the hospital for 3 weeks with diabetic ketoacidosis. She was not wearing the pump for 3 weeks prior to the hospitalization and wanted to report the event only. At the time of the call, the customer's blood glucose reading was 296 mg/dl and she indicated that this is high blood glucose for her. The customer declined to troubleshoot for the high blood glucose of 296 mg/dl and indicated that no further assistance was necessary.